Event description:
It was reported that the device had detected several fast vv intervals. Lead issue was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External and internal insulation abrasion was noted at 25.5-25.6cm from the connector pin. Internal insulation abrasion was noted at 53.5-54.0cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 58.0-58.9cm from the connector pin. The sensing conductor etfe coating was abraded and melted at 58.5 cm from the connector pin. This is consistent with the field complaint of noise.